Event description:
Four patients presented with very high intracranial pressure (icp) readings (60-80mmhg) post implantation. These reading were not accepted by the neurosurgeons. The patients were sent for CT scan/magnetic resonance imaging and appeared to have "plenty of space". Upon removal, one of the 110-4b catheters was found to be "bent". The issue increased the time for following patient pressure. Additional information received on 24jan2017 with the following: the patient for this particular report is a (B)(6) female patient with head trauma. The catheter was placed on or around (B)(6) 2017. The icp reading was elevated and the monitor was changed multiple times. The icp catheter was not retained. There was no patient injury reported. The following lot numbers for the 1104-bt catheters have been used recently and one of these could have been used on this patient: lot numbers: 111e00227069, 111e00279658, or 111e00279816 linked to mfg. Report numbers: 2023988-2017-00006, 2023988-2017-00005, 2023988-2017-00008, 3006697299-2017-00018, 3006697299-2017-00019, 3006697299-2017-00020, 3006697299-2017-00021, 3006697299-2017-00022, 3006697299-2017-00023, 3006697299-2017-00024, 3006697299-2017-00025.

Manufacturer narrative:
Investigation completed 3/07/2017. Method: -DHR review -trend analysis -failure analysis the catheter has not been returned for investigation. Three lots have been used recently used in the customer facility was reviewed; they met specifications before released to finished goods: lot no, mfg date, exp. Date: 111e00227069, 18-feb-2016, 31-jan-2019; 111e00279816, 28-jun-2016, 30-jun-2019; 111e00279658, 14 jun-2016, 31-may-2019. . Complaint history, model 110-4xxx, from feb-2016 through jan-2017 reviewed; there were three other complaints that issued with complaint code (B)(4), and none of them was confirmed. The number of confirmed reports (0 ) divided by the number of units sold model 110-4xxx, ((B)(4)) multiplied by 100 results in a failure rate percentage 0.00%. Conclusion: the customer¿s complaint could not be confirmed since the customer did not return the catheter for evaluation after several documented attempts. The device history records for the possible lot numbers the customer reported were reviewed did not reveal any anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Additionally, because the product was not returned for evaluation, no root cause could be established for the failure mode described in the customer complaint.